Manufacturer narrative:
The device was not returned. The reported issue was confirmed. The root cause of the reported issue was failed circulation pump. Arctic sun device had trouble in cooling. It was determined that the device had a failed circulation pump. The user would replace the circulation pump in house. Parts and price were provided. Per follow up information received via task on 20nov2024, spoke with biomed who confirmed the circulation pump was replaced and passed a functional test. They denied any patient use during time of malfunction. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR is not required as this is event not an out-of-box failure and therefore is not manufacturing related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had trouble in cooling. It was determined that the device had a failed circulation pump. The user would replace the circulation pump in house. Parts and price were provided. Per follow up information received via task on 20nov2024, spoke with biomed who confirmed the circulation pump was replaced and passed a functional test. They denied any patient use during time of malfunction.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had trouble in cooling. It was determined that the device had a failed circulation pump. The user would replace the circulation pump in house. Parts and price were provided.

Event description:
It was reported that the arctic sun device had trouble in cooling. It was determined that the device had a failed circulation pump. The user would replace the circulation pump in house. Parts and price were provided. Per follow up information received via task on 20nov2024, spoke with biomed who confirmed the circulation pump was replaced and passed a functional test. They denied any patient use during time of malfunction.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction: f, h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.